Event description:
Revision surgery is planned to replace the tibial implants. Reason for revision is unknown.

Manufacturer narrative:
Revision surgery is planned to replace the tibial implants. Reason for revision is unknown. Review of the device history record indicates that the device was manufactured to specification.